Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
It was reported that the patient experienced redness, pain and skin overgrowth at abutment site, subsequently the patient was treated with topical and injectable steroids (date not reported). The implanted device remains.